Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump which alarms occlusion all the time. This condition had the potential to interrupt delivery. It is unknown where and when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. The device was also being returned for final return. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump which alarms occlusion all the time was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a pin gauge that falls out. However, this is a stay-in device owned by baxter and will not be repaired at this time. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.